Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) provided troubleshooting options; however they were not successful. The health care professional (hcp) planned to follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) provided troubleshooting options; however they were not successful. The health care professional (hcp) planned to follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported.